Event description:
After the implant was completed, imaging showed the patient experienced a pneumothorax. Physician had the patient stay overnight for observation. The following day the physician placed a peg tube. That evening the tube was removed and the patient was discharged. This resolved the issue